Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the mexican market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number (B)(4). For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in mexico during treatment. It was reported that the pump stopped. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in mexico during treatment. It was reported that the pump stopped. No harm to any person has been reported. New information was received on 2025-09-15 that the hls set was placed on the emergency drive after the pump stop to continue the support of the patient. The cardiohelp device was replaced. The customer confirmed that the pump stop occurred after administration of medication to the patient. It was confirmed by the customer that there was no fault on the hls set. As there was a pump stop during treatment, a report is required. A getinge field service technician (fst) was sent for investigation. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles were analyzed by getinge life-cycle-engineering (lce) on 2025-09-19 with following conclusion: "according to the logfiles the global override was deactivated and the intervention for the venous bubble sensor was active. The intervention for the arterial bubble sensor and the zero flow mode was inactive. The pump stop occurred due to a venous bubble detection. As the intervention was active, the cardiohelp device stopped the pump as intended. The customer did not reset the alarm therefore the pump could not be restarted. The backflow prevention was activated, which means that the pump is still functioning with a certain speed, but the flow is displaying as 0.0lpm. Referring to the instruction of use of the cardiohelp device, using the rotary encoder will not affect the flow during the backflow prevention mode. On a later point the customer than disconnected the hls set according to the logfiles to connect to the emergency drive to handcrank the patient." The event that the pump stopped, was not based on a failure of the device. The root cause is that the customer did not reset the venous bubble sensor detection alarm. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapters "general precautionary measures during use" and "bubble monitoring" instruction for use of the cardiohelp device. According to the instruction for use (IFU) chapter "general precautionary measures during use" if the pump stops or the backflow prevention is activated during an application, the blood flow will be interrupted and supply to the patient will cease. It is stated to ensure that the cause of the pump stop and backflow prevention is remedied as quickly as possible that the flow is started again as quickly as possible. Referring to the IFU in chapter "bubble monitoring" it is stated that with an activated intervention, the detection of bubbles by the venous bubble sensor will trigger a backflow prevention or/and a pump stop. Microbubbles under 5mm can also cause the pump to stop or trigger the backflow prevention. The pump increases the revolutions to the value last set if the user actively resets the bubble alarm. The bubble sensor can trigger an unexpected pump stop or backflow prevention in the following circumstances: - during administration of contrast agents for diagnostics due to a difference in the acoustic properties of the fluids - during contrast echocardiography with microbubbles contrast agents. The review of the non-conformities has been performed on 2025-09-19 for the period of 2022-09-06 to 2025-09-03. It does not show any non-conformity in regard to the reported product and event. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-09-06. In addition, a review for potential field actions and capas related to the event and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported event "pump stopped" could be confirmed, but was not a device related fault. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-09-03 till 2025-09-03). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the mexican market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
Complaint ID# (B)(4).